Event description:
During surgery the screw broke, resulting in a 15-30 mins surgical delay. All pieces of the screw were retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.